Event description:
It was reported that the physician had unsuccessfully attempted to detach the coil inside the aneurysm. As the physician was removing the coil from the patient it detached inside the microcatheter. The coil was removed from the patient with the microcatheter as one unit with no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Only the delivery wire an introducer sheath were returned for evaluation. The delivery wire was found to be kinked at 82cm, 97.4cm and 173.5cm from the proximal end. Examination under magnification found that it was evident that the coil had separated from the delivery wire at the detachment zone. No other anomalies were noted. It was not possible to determine the exact cause of the difficulties encountered but based on the information provided and the investigation it is likely that the multiple detachment attempts had weakened the detachment zone and this broke as the device was being withdrawn. Therefore, it was concluded that operational context contributed to the reported event.

Manufacturer narrative:
Additional information received from the user facility states that continuous flush was maintained and the markers were aligned correctly prior to attempting to detach the coil.

Event description:
It was reported that the physician had unsuccessfully attempted to detach the coil inside the aneurysm. As the physician was removing the coil from the patient it detached inside the microcatheter. The coil was removed from the patient with the microcatheter as one unit with no clincal consequence to the patient.